Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluation by manufacturer: synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and misaligned. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90-100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. Following pre-dilation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt during insertion and the distal edge of the stent struts was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90-100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. Following pre-dilation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt during insertion and the distal edge of the stent struts was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.